Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-02830. The pt has two leads from the same lot. It was reported the leads had pulled out of the ipg header. X-rays also showed one lead was wrapped around the ipg and the other had pulled out of the epidural space. Surgical intervention will be undertaken to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.